Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Stroke/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
Clinical rationale: the patient is a 29 year old male with cardiomyopathy who presented in scai stage e shock prior to mechanical circulatory support. An impella 5.5 was implanted on (B)(6) 2026 at 6:48 pm via a left axillary/subclavian surgical arterial approach. Based on available information, the patient experienced cerebrovascular and splenic infarcts after ECMO decannulation while on impella support. At this time, no device return or evaluation is available, and no causal relationship between the impella device and the reported events can be determined. The patient remains on support in stable condition, and additional information will be assessed if the device is returned for analysis. Stroke is consistent with known device-related and patient-related factors documented in the instructions for use (IFU). Tr (B)(6) 2026.

Manufacturer narrative:
A5. Ethnicity and a6. Race are unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.